Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a thoracic aortic dissection on the. It was reported about 7 months later, the patient had been transferred from another hospital with complaints of chest pain and shortness of breath. A cta performed demonstrated a type ib endoleak. Intervention was performed 4 days later, where the false lumen was coil embolized. The patient was discharged home the following day. The site assessed the event as not related to the device or procedure and possibly related to the dissection under study. The sponsor assessed the event as related to the study device and dissection and not related to the procedure. The cec (clinical events committee) assessed the event as related to the study device and not related to the study procedure. No cause of the ib endoleak was reported. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: CT with and without contrast taken 11 months post the index procedure showed a type ib endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.